Manufacturer narrative:
A review of the device history record did not find any design or manufacturing defects. Further investigation will be completed upon receipt of the explanted device and pertinent findings will be updated. Based on historical data, this has been determined to be an isolated incident.

Event description:
The device was implanted on (B)(6) 2024 without incident. On (B)(6) 2025 the company was notified by the patient's surgeon that there was a fractured implant. The company received confirmatory imaging of the broken implant with images of the distal implant fragment on 11/22/2025. A revision surgery was conducted on (B)(6) 2025.